Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was inserted about 6 months ago. Exact date unknown. Sterile field still intact, the line was flushed. The patient turned red in the face, patient became irritated, restless, settled within 10 minutes. Rn stated she thought nothing of this and assumed the patient was hot from all the warm blankets and drapes. Flushing occurred at the end of the procedure.